Manufacturer narrative:
Medwatch mw5171577 was received. A product evaluation was completed on the returned catheter. The reported event of issue on syringe was confirmed. As received, the male luer of syringe was broken off and was stuck in the gate valve. The surface at the break appeared rough and uneven. Extension tube of the inflation lumen was cut at 2 inches from backform. No other visible damage was observed from the catheter. All through lumens were patent without any leakage or occlusion. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, 100% of the units go through syringe visual incoming sampling inspection, gate valve visual inspection, and quality visual inspection. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during a routine right heart cath via right internal jugular access, the syringe of a swan ganz catheter broke off of the inflation port which caused the inability of the balloon to deflate while it was in the patient. Physician had to cut the balloon port to deflate the balloon and to remove the catheter. The balloon was successfully removed without additional issues and there were no patient injuries.